Event description:
It was reported the device was disassembled during equipment testing conducted by a service technician at the manufacturer facility. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.